Event description:
Patient with history of pulmonary fibrosis s/p lung transplant. Patient began to desat and was intubated emergently. During intubation a defect in the dobhoff appeared to be obstructing the airway. FDA safety report ID # (B)(4).